Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint "recognition issue". The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm small grasping retractor was not recognized. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.

Event description:
Refer to h10/h11 for follow- up information.

Manufacturer narrative:
Correction to h6 (device code): the device code 2907 was inadvertently left out of the initial MDR.